Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately low. The medical affairs specialist (mas) mailed a letter in 2005, since the user could not be reached by telephone for further clarification. The pt performed a control solution test and obtained a result of "17". She reported that the meter was not cleaned according to the owner's manual. She also reported that the test strips were expired, stored improperly, or opened longer than the discard date. A check strip test was performed and it passed. Although no details were provided, the pt stated that she contacted emergency services and she was treated with an IV. She also ate prior to receiving any medical attention. It would have been helptful to know why the pt contacted emergency services. Also company does not known what, if any, blood glucose results the pt obtained on the meter, if the patient had any symptoms at the time of concern, or if the "intravenous" treatment that was given, was for diabetes treatment. Although a control solution result of "17" does not indicate a serious injury. Company does not know if the pt stopped testing because of this result or if she was obtaining low blood glucose results as well. Because the pt was using expired test strips, if he indeed was testing blood glucose, it is possible that he would have gotten inaccurate results due to expired strips.